Event description:
The complainant reported additional information upon request: "the alarm self resolved with resolution of the placement silica. The device was already sent back."

Manufacturer narrative:
B5 updated. The investigation is still ongoing.

Event description:
During impella cp pump support, the patient experienced placement signal issues. Clinical stated the ao and lv placement signals had disappeared. There was also a subsequent controller failure alarm. Impella motor currrent and flows (2.6-3.0 lpm) remianed stable throughout. When staff was getting ready to swap to backup controller, alarm resolved with resolution of placement signals. Decision made to not swap out controllers and monitor. Intermittent loss of placement signals occurred several times until the end of the procedure.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.